Event description:
Hair was found in internal drain package one hour after drain was placed on a patient; in for an anterior cervical discectomy c4-c6 interbody fusion and spinal cord monitoring procedure. Drain was removed and discarded. The patient was treated with bacitracin antibiotic irrigation and a new drain was placed.

Manufacturer narrative:
The customer sample was not available for evaluation. The device history records for the finished goods were reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included in-process inspection, non-conforming reports, and manufacturing records. A visual inspection is routinely performed to insure that packaged products are in accordance with quality assurance specifications. Even though root cause cannot be confirmed the most probable root cause is related to hair falling inside package during packaging process. An analysis of the complaint trends demonstrates that this is the first complaint received on this catalog in the last 12 months. The lot number reported was manufactured on nov. 26, 2012. As a corrective action we had initiated actions to replace the former hairnet with a head cover. Employees began using the new head cover on (B)(6) 2013. The new head covers completely cover the head and hair. The manufacturing procedure has been revised to reflect the new head cover that is now in use. Manufacturing employees were trained on revised procedure on (B)(4) 2013. We will continue to monitor trends and utilize the information as part of continuous improvement.